Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process and it was reported that a minimum fill notification occurred after the user filled the cartridge with 260-270 units of insulin during the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 379-380 mg/dl.